Manufacturer narrative:
(B)(6). Reporter occupation: product complaint analyst. No product was returned however the pump's operators manual indicates that the pump will alarm? No. Disposable? Clamp tubing. If a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" error. There was no air in the line. The residual volume was 73.4ml at a rate of 2.2. There was no patient injury.